Event description:
It was reported that the customer was unable to update the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. The customer reverted to manual insulin injections for insulin therapy.